Event description:
Ous MDR - after an implantation time of about 39 months, oversensing was reported. Linox sd 65/16, (B) (4), MDR 1028232-2010-00663.

Manufacturer narrative:
Ous MDR - the ICD underwent a status interrogation, which showed the device status mol 2 after an implantation time of 39 months. The shock table documents 57 charge processes, most of them aborted. The visual inspection of the ICD showed traces of insulation abrasion of a lead at the housing of the device. No indications of a material defect or manufacturing error were found. The memory content of the ICD was checked, simultaneous disturbances in the ff channel and the ventricular channel could be seen in the recorded iegm's. Then the signal perception of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals without interference. Next, the ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, the ICD proved to be fully functional. The signal sensing, in particular, was normal.